Event description:
It was reported that the mentioned device broke during surgery. There was a delay of 10 min. A replacement was available.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the mentioned device broke during surgery. There was a delay of 10 min. A replacement was available.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Result: the reported lot # 11e044 falls into the scope of CAPA (B)(4). Potential root causes from this CAPA include grain boundary attack, which magnify stress concentrations, an insufficient fillet at the radius between the hex and the main cylinder, an inadequate heat treat process, and inadequate manufacturing transfer to lab medical in 2007. However, because the product was not returned and the reported event not confirmed, it cannot be determined whether this CAPA and its findings apply to this complaint. Conclusion: no sample was received for investigation, so the customer reported event of a tip breakage could not be confirmed. Furthermore, root cause analysis could not be performed and the investigation is inconclusive. Additionally, the manufacturing records of this sample's reported lot were also reviewed and were inspected and accepted per stryker specifications.